Manufacturer narrative:
System updates pending. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, device manipulation appears to have caused the ventricular perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the tavr procedure, a ventricular perforation occurred. Bav was performed under rvp with an edwards 20x4 balloon. During the bav, there was some slipping of the balloon back and forth within the annulus and there was some wire movement in conjunction with the slipping. Post-bav, hemodynamics were stable and the tee showed no problems. A 23mm delivery system with valve was inserted. Shortly after crossing the annulus with the valve/ds, there was a rapid drop in blood pressure to the 20's and a large pericardial effusion/tamponade was noted on tee. The delivery system was pulled back from the annulus, CPR was started, and a pericardiocentesis was performed, resulting in a significant amount of blood return and no improvement in the blood pressure. Pharmacologic support was initiated, followed by an emergent sternotomy, pericardial drainage of blood and cardiopulmonary bypass, resulting in hemodynamic stability. A 2cm lateral wall laceration of the ventricle was noted, and the physician stated that it may have been related to forward movement of the amplatz extra-stiff wire as the delivery system crossed the annulus. The team proceeded with surgical avr and repair of the lv laceration. The valve was pulled back into the sheath and the valve/ds/esheath was left in place due to the risk of bleeding that could result if removed (patient was significantly anticoagulated on bypass). A lv myocardial repair was performed and a perimount magna 21mm surgical valve was placed and the patient was weaned successfully from bypass. Multiple blood products were given during the operative course. After an appropriate act level was achieved, the valve/ds/esheath were removed as one unit. During vessel closure, a leia dissection was noted and a peripheral stent was placed. Final runoff angio showed brisk distal flow and the patient was transferred to the ICU intubated and in stable condition. 24 hours post-op, the patient remained intubated, stable, following commands and the vasopressors had been weaned off with a plan to extubate.

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-02027. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, device manipulation appears to have caused the ventricular perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.